Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 04-june-2024, it was reported by the patient that infusion set fell off during use. Infusion set was in use for 2 days. No further information available.